Manufacturer narrative:
Other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to an unintentional user programming error, most probably setting the air to off, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. G1, email address: (B)(6).

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: UDI, catalog number, serial number, g5, and h4 are unknown.

Event description:
It was reported that the hydromorphone pca bags did not spike all the way through when the new bags were hung that caused the bags to not being punctured, resulting in the medication not getting to the patient. The patient was able to push the pca button however did not received the medication. The pump did not alarmed due to the air detection alarm being turned off in the default settings. It was unknown if there were any adverse patient effects.